Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that  "the last time I saw a rep was to readjust it (the implant) after it had migrated the year after" (after implant). Rep reported they had no recollection of event. Rep stated they believe patient meant "readjusted" as in had settings adjusted.